Event description:
It was reported that the external pulse generator (epg) which was received into service for repair subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis of the epg noted that the main seal was contaminated and damaged. It was further noted that one knob was contaminated (rust), lower case and hanger were contaminated. It was found that none of the six cases plugs were fully inserted into lower case and tube was missing inside lower case. The customer comment that knob had broken free and was missing were confirmed; menu control knob was noted to be missing and upper case was broken around the menu encoder. Atrial output connector was noted to be broken, keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.